Manufacturer narrative:
(B)(4): neither the product nor the applicable imaging review has been returned to the manufacturer.

Manufacturer narrative:
(B)(4)

Event description:
A patient had a surgical history of open-door laminoplasty with centerpiece (treated level not reported) performed on (B)(6) 2015. On (B)(6) 2015, olif (left-sided approach) was performed along with posterior lumbar fusion at l3 to l5 using sextant system. . Post-op, the patient had a pain for a week, which normally subsided within a couple of days following the surgery. She was discharged from the hospital on (B)(6) 2015. On (B)(6) 2015, follow-up CT examination was performed at her outpatient visit which revealed that the l3/l4 cage was found cut into the l3 vertebral endplate. No fragments were remained in the patient. On (B)(6) 2015, pain in her groin region was noted. Eventually on (B)(6) 2015, a diagnosis of infection of the right major psoas muscle was made.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.